Event description:
The patient reported receiving several e4 (occlusion) errors on the infusion device in 2009, resulting in elevated blood glucose of up to 500 mg/dl. The patient uses a competitor's infusion set. The patient changed the infusion set and bolused to lower blood glucose levels to 178 mg/dl. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.